Manufacturer narrative:
Investigation conclusion: the customer report of the infusion rate appearing to be counting backwards and occlusion alarms was not replicated during functional testing of the returned syringe modules. Test infusions were programmed and allowed to infuse for approximately two hours on each returned syringe module. No occlusion alarms occurred during the test infusions with either returned syringe module. During the test infusions there were no observations of the infusion rate appearing to be counting backwards. Syringe module accuracy testing for the returned modules was performed using alaris system maintenance and calibrated test fixtures. Testing indicated that the returned syringe modules performed as designed passing all accuracy measurements. The devices were in use for treatment. Device inspection: external and internal inspection was performed on the returned syringe modules (2). There were no obvious issues observed during external inspection, the devices were found to be in good condition. Internal inspection was also performed and found the devices to be properly assembled with no relevant issues observed. Root cause analysis: the root cause of the customer report of the infusion rate appearing to be counting backwards and occlusion alarms was not determined. The returned syringe modules were thoroughly tested and no issues were observed during functional testing. Device history review: review of the syringe module (s/n (B)(6)) service history record showed the device had a manufacture date of 15jul2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (25sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. There were no production failure records opened for the source device.

Event description:
It was reported that at 1800 it was noted that during a lipid infusion, the device appeared to be "counting backwards" and changed the infusion rate from 10 to 9.5. The nurse flushed the line and noted that the lipid filter was occluded and unable to be flushed. The nurse exchanged the lipid filter with a new one and restarted the infusion. Approximately 15 minutes later, both devices infusing tpn and the lipid alarmed for "occluded patient side" despite that the nurse had flushed the PICC without difficulty. The devices were exchanged with new ones and sent to the facility biomed department. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the staff witnessed two devices "counting backwards" and the infusion rate of an unspecified medication changed from 10 to 9.5 during an infusion. There were no adverse effects caused to the patient from the event.